Event description:
It was reported that following a completed cryo ablation procedure, the patient became hypotensive and an echo cardiogram was performed and a cardiac tamponade was observed. A pericardial puncture was performed to drain blood. A perforation was suspected in the right atrium. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.